Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was fully deployed inside the cyst. Reportedly, the scope was in a retroflexed position during attempted stent deployment, and the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. The physician attempted to place a second hot axios stent, but the second flange was unable to be deployed. The device was removed from the patient with the stent still partially deployed on the delivery system. The procedure was not completed, and the patient was sent to surgery in order to remove the first stent that was deployed inside the cyst. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the surgery have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.